Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. A supply change was performed and additional occlusion alarms occurred during bolus delivery. The customer attempted to deliver the bolus once more without changing any pump supplies and the bolus was delivered successfully without additional occlusion alarms occurring. The customer's blood glucose (bg) level was in the 400's mg/dl range and a correction bolus via the pump was delivered to address the bg level. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.